Event description:
It was reported to boston scientific corp. That during a vaginal hysterectomy using a capio suture capturing device, the needle detached from the suture when the capio was fired, and was left inside the pt. The physician opined that the event was probably due to the suture malfunctioning. The pt is reportedly "fine" post-procedure.

Manufacturer narrative:
The upn and lot number of the device are unk; consequently, the capio type and the manufacture and exp. Dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of the event.